Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of hospitalized low readings, basal anomaly and damage from the insulin pump. The customer's blood glucose reading was 33 mg/dl during hospital visit. The customer stated that he was in a motor cycle accident back in december. The customer had head injury, failed left chest and fractured ribs. The customer stated that there were scratches on the screen. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer was assisted with retrieving the basal and bolus wizard settings from the pump. The customer declined to troubleshoot for low readings.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a scratched case, a cracked reservoir tube lip, minor scratches on the lcd window, and a scratched reservoir tube window.

Manufacturer narrative:
The insulin pump passed the displacement accuracy test.